Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted due to low right ventricular (rv) intrinsic amplitude at 2.3 mv. The rv sensitivity was currently programmed to automatic gain control at 0.6 mv. The presenting electrogram demonstrated rv lead noise with one beat of oversensing. The rv impedance was stable, with a high threshold at 4.0 v, which appeared to be consistently high over the past year, and had recently alerted again, with a value of 5.0 v and the crt-d output was adjusted to 5.0 v at 0.4 ms. Technical services review of the device data determined that the noise was consistent with myopotentials. Lead assessment with a programmer was recommended. The rv lead remains in service.